Event description:
On (B)(6) 2010, the caregiver of a (B)(6) female homechoice peritoneal dialysis patient called regarding an unrelated event. The caregiver stated the patient had peritonitis in (B)(6) and was admitted to a nursing home. On august 12, 2010, a baxter representative learned that the patient was diagnosed with bacterial peritonitis on (B)(6) 2010. Patient was not hospitalized and had no exit site or tunnel infection. An effluent sample was done on (B)(6) 2010 and leucocytes were 1800 and neutrophils were 95. Gram stain was positive and the culture was (B)(6). The suspected cause was break in aseptic technique and it is unknown if retraining was done. The patient recovered. There was no allegation against the solutions or devices. The patient was just released from the nursing home on (B)(6) 2010. No further information available at this time.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
On (B)(6) 2007, the patient began peritoneal dialysis (pd) treatment. In 2010, a break in aseptic technique occurred. On (B)(6) 2010, the patient was diagnosed and hospitalized for bacterial peritonitis. A peritoneal effluent culture was performed, which revealed (B)(6). The treatment was not reported. It was not reported whether pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in (B)(6) 2010, the bacterial peritonitis resolved. Concomitant medications were not reported. The reporting nurse stated that the peritonitis was unrelated to the pd therapy. The reporting nurse did not provide a causality statement for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots gd873919 and gd874834 with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.